Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the lung tissue on a thoracotomy with lung resection, the technician was not able to cycle the instrument after loading the reload. The jaws remained open after closure of the ring handle. Another device was opened and used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.